Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that the mdu became hot and it displayed hand piece error. As this was noticed upon inspection, there was no patient involvement.